Event description:
The event is reported as: the surgeon was using the suture passer and when he was exiting the port site, it was noticed that the tip had broken off near the crochet hook. A search and CT scan could not determine the location of the tip. The surgeon closed the pt's port sites after the CT was "clear." Unable to obtain additional information regarding pt's current condition.

Manufacturer narrative:
No sample or lot number is available for the MFR to evaluate.